Event description:
This device was explanted and replaced due to eos. Patient was noncompliant. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eos. 37 charging cycles were recorded to the device memory. The memory content of the device was inspected. The inspection revealed that the eos status was activated on (B)(6) 2018. Next, the device was subjected to an electrical analysis. The eos status was removed with a technical programmer and subsequent interrogation revealed the battery status eri. The amount of charge taken from the battery was verified. The battery condition was found to be as anticipated. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, the charging was aborted due to the depleted battery. In conclusion, the analysis revealed the activation of the battery status eos on (B)(6) 2018. The battery status eos was found to be as anticipated. The analysis revealed no indication of a device malfunction.